Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, the lead was returned severed 20.7 centimeters (cm) from the is-1 terminal pin. Setscrew marks were noted on all terminal connectors. Visual inspection noted lateral movement at the distal end of the is-1 identification (ID) tag; the corner edge of the ID tag was cut through the molded insulation. Bodily fluid was visualized underneath the ID tag. Resistance testing was completed to assess the electrical performance of the returned lead segment. Measurements throughout the test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. The analysis finding of the ID tag having breached the molded insulation, noted to possibly be due to movements within the pocket, would not have contributed to the clinical observations.

Event description:
Boston scientific crm received information that during a normal device replacement procedure, this transvenous defibrillation lead exhibited out of range shock impedances of greater than 125 ohms when connected to the new device. It was noted that shock impedances were 69 ohms through the previous device prior to the procedure. The lead was disconnected and reconnected with out of range measurements again noted. The lead was then connected to the previous device resulting in out of range measurements 120 ohms. This lead was cut approximately 8 centimeters down from connector pins and was surgically capped. A new lead was successfully implanted with satisfactory measurements. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
--

Event description:
The lead was later returned for analysis.